Event description:
It was reported by service report that the power cord and auxiliary power cord had broken ground prongs. It was further reported the 110v outlet was not working. No patient involvement or adverse consequences are reported.